Event description:
It was reported that it was not possible to fill or aspirate drug via the catheter access port (cap) when the catheter was connected to the pump. The patient was hospitalized and a revision was performed. After disconnecting and reconnecting the catheter to the pump, the physician was able to fill and aspirate drug via the cap. The physician did a single bolus from the pump and it worked. The physician reconnected the catheter and the pump, then tried again to aspirate and fill drug from the cap; after some attempts it worked. The physician suspected a problem with the alignment between the pump outlet and the catheter. It was decided to not explant the devices. The patient experienced pain and less than 50% therapy relief. The pump system was delivering morphine. It was additionally reported that the patient was still having pain. It was noted that the physician had not yet performed the follow-up of the pump (refill or programming) so it was not yet certain that the patient was receiving the drug. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that prior to the revision as reported previously, the physician 'controlled the patient' on (B)(6) 2013. It seemed that the patient was not receiving the therapy.

Manufacturer narrative:
Product ID 8731sc, serial# unknown, implanted: (B)(6) 2012, product type: catheter. (B)(4).